Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the lower aligner cutting into their gum. Provided hh tips and information on blanching. Advised patient to update after trying tip and to provided photo and additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.